Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical product: unknown . Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: gohlke, f., et al (2007), revision of failed fracture hemiarthroplasties to reverse total shoulder prosthesis through the transhumeral approach: method incorporating a pectoralis-major-pedicled bone window, operative orthopaedics and traumatology, vol.19(2), pages 185-208 (germany). The study emphasizes on alleviation of pain, restoration of function and active range of motion. The patients evaluated on course of this study: from 2000 to 2005, a total of 84 shoulder replacement revisions were performed with the reverse prosthesis, of which 34 were revisions of failed fracture hemiarthroplasties (5 men and 29 women) through a bone window in the humerus. Postoperative management were as follows: positioning and immobilization of the arm in a thorax abduction brace for 6 weeks, active-assisted exercise with limitation of elevation, abduction or internal rotation until the 6th postoperative week; from the 6th postoperative week and after radiologic assessment, clearance for active exercising and strengthening of the deltoid but with a maximum load of 2kg in the hand for the first 12 weeks. The article describes the following procedure: a revision of failed fracture hemiarthroplasties to reverse total shoulder prosthesis through the transhumeral approach, method incorporating a pectoralis-major-pedicled bine window. The devices involved were: nonresorbable sutures with high tensile strength, reverse shoulder prosthesis with especially long revision stems, cone-shaped drill, metaglene with the reconstruction flange, four cancellous bone screws, revision implants without blocked decoupling. Complications mentioned in the article: 1 patient had periposthetic fracture after adequate trauma. 1 patient had postoperative radial nerve paresthesia with complete regeneration. 1 patient with recurrent prosthesis infection (low grade).